Manufacturer narrative:
(B)(4). Concomitant medical products: 010000836, g7 neutral e1 liner 28mm b, 6170936; 110010261, g7 osseoti multi hole cup, 6190009. Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01219, 0001825034 - 2018 - 01218.

Event description:
It was reported that two liners could not fit the acetabular shell. The hospital had two of the same size liners; however, the two pieces could not be fixed. The surgery was finished with backup product. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device was returned and evaluated against the complaint. Visual inspection found scratches on the rim of the liner. Circular indentations were found in the outer radius in separate locations. The barb is lightly roughened. Additional information received does not change the previously submitted investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
UDI-(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.